Manufacturer narrative:
Evaluation: no product was returned nor was product lot number information provided by the customer. Unfortunately, without the actual complaint device, it is not possible to determine with certainty why the hub separated. However, it is possible that the flare was too large which did not allow it to properly seat between the cap and adapter and allowed separation to occur when met with force. It is also possible that this device was manufactured prior to a manufacturing change addressing, hub securement inspection. We will continue to monitor for similar complaints.

Event description:
In 2006, physician placed a c-ppd-850 drainage catheter in a patient at 8:30 p.m. The next day at 3:50p.m., the catheter had separated from the hub. Catheter was replaced with a c-pcs-830-lock drainage catheter.